Event description:
It was reported that patient underwent a lead revision procedure for an unknown reason. Additional information was received that the reason for patients lead revision was due to poor coverage despite of multiple reprogramming attempts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2366-50 serial: (B)(4). Batch: 19971124.

Event description:
It was reported that patient underwent a lead revision procedure for an unknown reason.